Event description:
The facility reported a pump with failure code 500:320:831:0000. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 500:320:831:0000 was confirmed in the pump's event history file during product evaluation. Failure code 500:320:831:0000 was caused by a faulty front bezel keypad. The front bezel was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.